Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation, as it remains implanted in the patient. A CT scan was provided to edwards lifesciences, and it was reviewed by a physician proctor. Per the findings, the CT scan was of limited quality. There was no evidence of thrombus on the right and left leaflet of sapien 3 valve, however, there was a thickened leaflet at the level of the ncc. The inside of the s3 valve was reported to have an ¿hourglass shape and a little squeezed at the level of the surgical valve¿. Per the instructions for use, thickening of valve leaflets is a potential risk associated with bioprosthetic heart valves. The thickening of valve leaflets can be a result of early calcification of the leaflets, host tissue overgrowth, micro-thrombi, and/or inherent metabolic disorders. Several factors can cause development of thickened leaflets, including: thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). It may result in symptoms such as sob and decreased exercise tolerance, which may be accompanied by a reduction in valve area, an increased gradient across the valve, or reduction in leaflet movement. In this case, the cause of the reported possible clot on the leaflets and concern for ppm as well as the thickened leaflet at the level of the ncc cannot be determined, but it may have been related to progression of the patient's underlying disease processes. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, approximately two years post valve in valve (23mm sapien valve in 25mm surgical valve) in the aortic position, the patient was being assessed for a possible clot on the leaflets and concern for ppm. Additionally, a CT scan showed a ¿laminar deposition¿ of the ncc. Despite, multiple attempts to obtain additional case details, the information was not forthcoming.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.